Event description:
Philips received a report from china, nmpa#(B)(4), reporting the sparq ultrasound system was not available during an unspecified critical procedure. The system's power connector was disconnecting, could not be turned on normally, and required reboots to complete the procedure. There was no patient or user harm. Philips has started an investigation, and upon completion, a follow-up report will be submitted.